Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the kit bd max ext enteric bacterial panel the customer encountered a problem of false positives on the vibrio target. Confirmatory testing was done by repeating the test. Patient samples were involved but no results were reported to the clinician and patients were not treated. The only impact to patient results was the time to result. The following information was provided by the initial reporter: the customer encountered a problem of false positives on the vibrio target. Indeed, the curves are not typical with very low CT. The batch concerned is batch 2129357 for reference (B)(4).

Event description:
It was reported that while using the kit bd max ext enteric bacterial panel the customer encountered a problem of false positives on the vibrio target. Confirmatory testing was done by repeating the test. Patient samples were involved but no results were reported to the clinician and patients were not treated. The only impact to patient results was the time to result. The following information was provided by the initial reporter: the customer encountered a problem of false positives on the vibrio target. Indeed, the curves are not typical with very low CT. The batch concerned is batch 2129357 for reference 443812.

Manufacturer narrative:
After additional review, this MFR# 3007420875-2022-00049 should be considered canceled. This event was determined to be an instrument issue which was captured under MFR#: 1119779-2022-01183.